Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department after receiving an inappropriate shock. It was determined the ventricular lead was t-wave over sensing. The lead remains in use. No further patient complications were reported as a result of this event.